Manufacturer narrative:
Submit date: 10/27/2015. During triage, the technician found that the unit's power cord was damaged; exposing the cord's copper wire. The possible root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. The unit's valve manifold was replaced as preventive maintenance measure. The unit was then fully tested; unit passed all testing. Product scd 700 compression system was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 09/30/2015. Investigation: an investigation of product scd 700 compression system for the reported condition was performed. A review of the information in the complaint file indicates this investigation was performed by a covidien/medtronic technical center for the reported condition of; error code 6. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The units pcba was replaced to correct the problem. During triage, the technician found that the units power cord was damaged; exposing the cord's copper wire. The possible root cause of the power cord failure can be attributed to rough handling. The power cord was replaced to correct the problem. The unit's valve manifold was replaced as preventive maintenance measure. The unit was then fully tested; unit passed all testing. The product scd 700 compression system was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Event description:
The customer reported to covidien that the unit was displaying an error code 6. It was confirmed by the (B)(4) service center on (B)(6) 2015 that there were exposed copper wires.